Event description:
The iab was inserted into the patient on 08/07/97 at 5:30 p.m. On 08/8/97 after iabp for 19 hours, the iab leaked and the iab was removed. A second iab was inserted. On 09/11/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 08/29/97.) (Pt's current status: discharged-rpt'd 08/29/97).